Event description:
Noted tubing defect/discrepancy in length of tubing that should load into the pump mechanism and green clip was not appropriately placed which also is supposed to fit into the housing of the pump. FDA safety report ID# (B)(4).